Event description:
It was reported that a right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted due to lead dislodgement into the atrium. The physician experienced helix retraction issues while trying to reposition; therefore, physician decided to explant the lead and replace with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that a right ventricular (rv) lead was explanted due to helix retraction issues. A new lead was successfully implanted. No additional adverse patient effects were reported.